Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into their computer's usb port. Additionally, it was reported that the battery gauge was fluctuating. Reportedly, the alert cleared and the pump successfully began charging after plugging the charging cable into a different usb port. Customer's blood glucose level was 375 mg/dl.